Event description:
Pt wearing device developed dvt, swelling in right ankle foot. Per healthcare professional at account, dvt or deep vein thrombosis, is not a life threatening event; the pt was put on heparin due to an improperly fitting stocking. Healthcare professional said product size was incorrectly labelled.